Manufacturer narrative:
Additional info: b5 event updated. G3 follow-up information received. H6 update. Complaint is confirmed. Functional testing was not performed on the returned ar-1927psf-3 due to the damage to the anchor of the device. Visual evaluation noted that the tip of the anchor is broken off and was not returned. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Refer to investigation photos.

Event description:
Update avoe 25-sep-2023. Further information was provided that the error occurred on the 17.5.2023 during a rotator knotted repair surgery. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the anchor broke while it was inserted. No further information received.